Manufacturer narrative:
Details of the complaint: on (B)(6) 2018, (B)(6) reported the cns-6201a pu-621ra sn:(B)(4) did not alarm for v-tachy. The settings were set to 120bpm 6 beats and the event was reported to be 235bpm, 9bpm. The patient was in multilead analysis. Service requested: troubleshooting/assistance. Service performed: event logs were collected and sent to nkc for evaluation. The results determined the waveform regarded as v-tachy was recorded as a couplet for the following reasons: after 3 consecutive beats classified as vpcs, there are 6 consecutive beats indicated as "?". These beats were too low to be recognized as qrs and even if recognized, the qrs width would have been too narrow to be recognized as vpc. The vpc run was set to 4 beats, therefore the 3 consecutive vpcs were classified as a couplet. Investigation result: the root cause was determined to be user error/education. The cns classified the event due to the settings. Additionally, customer is advised to consider changing the ECG lead so that a large qrs complex in v-tachy can be observed. Recommendations: (1) consider moving to single lead analysis, (2) upgrade the mu-971ra. In version 04.31, when the qrs amplitude is small, a "small ars" message is displayed. This would draw attention to the small signal and potential to change leads to one with a larger qrs amplitude. The device was operating within specifications. The device was in use with a patient and there was no reported harm.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) did not alarm for a 9 beat vtac event. The event logs were sent in to nihon kohden and are currently awaiting qa evaluation. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) did not alarm for a 9 beat vtac event.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018, customer stated that cns did not alarm for an v-tach event. The settings were 120bpm, 6 beats. The event was recorded at 235bpm, 9 beats. Customer was in multi-lead analysis. Trace 1 lead ii and trace 2 v1 were the leads used for monitoring. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: data was analyzed by nkc, the manufacturer of the device. It was reported that at the start of the ECG strip an irregular rhythm was noted. Next, the strip shows that the 1st, 2nd, and 9th beats were identified as vpcs. The remaining beats are identified as "?" Since the second lead (in multi-lead analysis) shows a rhythm which is suspected to be vf (low voltage). Six of nine beats were not identified as vpc, thus cns did not alarm for v-tach. These beats were not identified due to low voltage. In such cases, nkc recommended changing lead analysis to single-lead. User is responsible for selecting the appropriate lead analysis. User is recommended to upgrade org receiver software to version 04-31. In this software version, when the qrs amplitude is small, a "small ars' message is displayed. This would draw attention to the small signal and potential to change leads to one with a larger qrs. The root cause of the issue was due to oversight from user in adjusting for the appropriate lead-analysis. Service history shows this is an isolated event for device. The issue has not re-occurred for this user facility. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) did not alarm for a 9 beat vtac event.